Event description:
It was reported that the balloon wouldn¿t inflate sterile water trapped in distal end and wouldn¿t draw it back and needed to cut to remove in case some fluid was inside proximal balloon.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Evaluation found that the catheter has bee cut into multiple pieces. Water can be introduced into the inflation lumen of all pieces using needle syringe without any obstruction. However, further investigation could not be performed on the returned catheter due to poor condition of the sample. Potential root cause for this failure mode could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inflate catheter balloon using sterile water and fill with recommended volume as referenced on product label." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon wouldn¿t inflate sterile water trapped in distal end and wouldn¿t draw it back and needed to cut to remove in case some fluid was inside proximal balloon.